Manufacturer narrative:
(B)(4): the complaint regarding the nonresponsive buttons was unable to be duplicated. All keys were tested and are responsive. Keypads are intact. Removed keypad to check for contamination which was found under up/down/contrast key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button does not respond with every button press. The reporter stated that this problem started about one month ago. The keypad is reportedly intact. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.